Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with complaints of phrenic nerve stimulation. Programming changes were made. It eventually resulted in non-sustained rv oversensing episodes due to loss of capture. Lead revision was recommended. No further information was available.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. The patient was doing well after the procedure.